Event description:
It was reported that cq2015a three piece collamer lens had patient contact. Additional information was requested but none forthcoming. If any additional information is received, a submitted medwatch form will be submitted.

Manufacturer narrative:
Evaluation: results (other): visual inspection of the returned product showed that part of the optic and a haptic were torn off and missing and there was a clear surgical residue on the lens. No visible damage to the cartridge.